Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. The product was visually inspected, no damage or other defect was observed. Functional testing was performed, liquid could move from a syringe through the injector and no leakage was observed. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. A device history review was performed for lot 2404011, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. Product undergoes a series of testing and inspections throughout manufacturing to ensure the quality and functionality of the device, including leakage testing and verification that all critical dimensions are within specification. Testing results were reviewed for the reported lot and results were found to be acceptable, no issues were identified. Based on the available information, we are not able to identify a root cause related to our manufacturing process at this time. It is important to ensure all luer connections are securely tightened before use. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
This is a complaint about leakage of anticancer drug from the injector. It was reported that during adjustment, leakage of the anticancer drug (doxorubicin) occurred from the square recess near, vicinity of the syringe connected to the injector part.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.